Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with cardiogenic shock and biventricular failure. The monitor just showed "---" with occasional readings of 3.4-3.6. The patient may need temporary support with extracorporeal membrane oxygenation (ECMO). The site wanted to verify what the patient's flows actually were to ensure they could be properly vented with the ventricular assist device (vad). The site also wanted to see if the log files demonstrated any concern for outflow graft or pump thrombus or any other intrinsic issues. The patient had lower than normal flow readings. The patient's flows normally ran in the 5 range, so it was unclear if the drop to the 3.0s was just due to right sided failure or if something else was going on. Log files were sent for review. The log file captured a yellow wrench indication on 02dec2025. This was due to a liquid-crystal display (lcd) fault which self-corrected. Otherwise, the log file captured routine events and there were no notable alarm conditions. In the log file that was submitted for the date range of 11nov2025 through 28dec2025, the flow ranged from 3.2-6.0 liters per minute (lpm). The pump was exchanged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported cardiogenic shock and biventricular failure could not be conclusively determined through this evaluation. It was reported that the patient was admitted with cardiogenic shock and biventricular failure. It was noted that the patient¿s flow was normally in the 5 range, and that there had been a drop to the 3 range. It was additionally reported that the patient had lower than normal flow readings and underwent a pump exchange. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log file contained data from (B)(6) 2025. Estimated flow ranged from 3.2-6.0 liters per minute, with a slight downward trend throughout the file. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The sealed inflow cannula (inlet extension, flex section, inlet elbow) was not returned. The outlet elbow was returned attached to the pump outlet port. The sealed outflow graft and outflow graft bend relief were not returned. The apical sewing ring was not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. B and the heartmate ii patient handbook rev. C, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, that may be associated with the use of the heartmate ii lvas, including right heart failure. Section 6 of the IFU ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.